Event description:
It was reported that the power cord "caught on fire". A ge field engineer was called on site and noted that the hot and neutral power cord prongs had melted and burned off of the cord and were stuck in the wall outlet. The dash unit was reportedly unaffected. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.